Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 21-april-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the sample needle. All errors cleared and the g7 instrument is operational. No further action is required by field service. The most probable cause for the low areas was a defective sample needle.

Event description:
On (B)(6) 2017, a customer reported sporadic low areas with the g7 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.